Event description:
Additional information received noted that the right ventricular lead was explanted on (B)(6)2023. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise oversensing and inappropriate shock were not confirmed. As received, a partial lead was returned in two pieces for analysis. Electrical testing, visual examination, and x-ray inspections did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient received inappropriate shock due to noise oversensing. Programming changes were performed. The patient's condition was unknown.

Event description:
Additional information received noted that the patient was stable.